Event description:
The distributor contacted animas on (B)(6) 2012 alleging the pump was having an issue involving frequent occlusions that was not resolved with troubleshooting. There was no reported adverse event associated with this complaint.

Manufacturer narrative:
Submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed multiple occlusion alarms in the alarm history and black box. During the load step, the pump failed to recognize the cartridge and emitted a "no cartridge detected" warning. A force sensor calibration test was performed and confirmed the sensor was within specifications. The pump was opened for investigation and revealed a misaligned component on the printed circuit board.